Manufacturer narrative:
(B)(4).

Event description:
Starting in (B)(6) 2010, the patient experienced increased pain. The healthcare professional discovered that the patient had an "accumulation of cells at the catheter tip". In (B)(6) 2010, a device was used to "blow holes in the sheathing". The patient's symptoms improved. A couple of weeks later, the patient's symptoms gradually started to return. A catheter replacement was being considered. The pump was used to deliver hydromorphone. Additional information has been requested, a follow-up report will be sent if additional information becomes available.